Event description:
It was reported that a shaft break occurred. The 80% stenosed, 10x3.5 mm, concentric, de novo target lesion contained <=45 degree bend and was located in a mildly calcified and mildly tortuous left anterior descending artery(lad). Following predilation, a 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use to treat the target lesion. The physician then attempted to advance the balloon through the y-valve but advancing was not smooth and the balloon could not be advanced when the head of balloon crossed the y-valve. The physician then withdrew the balloon and re-introduced the balloon, but the shaft next to the rx exit port broke over 100cm away from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The 80% stenosed, 10x3.5 mm, concentric, de novo target lesion contained <=45 degree bend and was located in a mildly calcified and mildly tortuous left anterior descending artery(lad). Following predilation, a 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was selected for use to treat the target lesion. The physician then attempted to advance the balloon through the y-valve but advancing was not smooth and the balloon could not be advanced when the head of balloon crossed the y-valve. The physician then withdrew the balloon and re-introduced the balloon, but the shaft next to the rx exit port broke over 100cm away from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. Tactile inspection and visual inspection was performed. The balloon was loosely folded, which indicates that the device may have been subject to inflation. A loosely folded balloon may have contributed to the reported difficulty advancing. Device analysis determined the condition of the returned device was consistent with the complaint incident. The hypotube shaft was broken 76.5cm from the hub. There were numerous hypotube kinks. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).